Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for high rate non-sustained (hr-ns) episodes, sensing integrity counter (sic) episodes, and right ventricular (rv) lead impedance. There was a lead noise warning for oversensing of noise episodes. The lead was found to have high impedance and was suspect of a fracture. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.